Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a device breakage occurred. The stone was located in the common bile duct (cbd). Upon capturing the stone in the rx lithotriptor basket, the protective metal cap fell off the device prior to retrieval. It was not known if the metal cap was removed. The procedure was completed with another of the same device. The patient's status is reported as "stable".